Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The customer complained about several x-ray tube defects occurring on his system in relatively short intervals. Although the x-ray tube is a wearing part, such an accumulation is extremely unusual. For this reason, a wide variety of investigations were carried out to find the cause of the defects. This was done both by several system and component specialists directly on site and in the laboratory. Despite all the various efforts, the cause of the fault could not be determined beyond doubt. In the end, only the replacement of the entire higher-level component, i.e., the replacement of the entire c-arm, brought the desired success. Although it was not possible to clarify why the x-ray tubes on this system failed so frequently, the system could be made functional again. Since the replacement of said component, the x-ray system is again working as specified. No further tube failure has been reported. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. A surgeon reported that there was a problem emitting x-ray just a few minutes after a critical procedure. There is no report of impact to the state of health of any patient or user involved. Siemens has requested additional information in order to conduct an investigation of the reported event.